Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter. ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ discontinue use if an allergic reaction occurs. ¿ experiencing skin irritation or breakdown at the site. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick had no suction, and the patient was not staying dry using the purewick female external catheter. It was stated that they got the wicks from the hospital and the patient used purewick in hospital for 2 months with no problem. The customer said that they got the patient to the home using purewick and in 6 days they got a urinary tract infection because they were not staying dry, and the doctor said not to use purewick for a week. Also, now the patient was on antibiotics. The representative stated that the customer got the wicks from the hospital not from us, but the purewick they were using was purchased from us. The representative did the water test and purewick passed it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick female catheter had no suction, and the patient was not staying dry. It was stated that they got the wicks from the hospital, and the patient used purewick in the hospital for 2 months with no problem. The customer said that they got the patient to the home using purewick and in 6 days they got a urinary tract infection because they were not staying dry, and the doctor said not to use purewick for a week. Also, the patient was now on antibiotics. The representative stated that the customer got the wicks from the hospital and not from us, but the purewick they were using was purchased from us. The representative did the water test, and purewick passed it.